Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be completely torn away, with the base of the tear on the unexposed portion of the soft cannula. The timing and cause of the observed cannula damage could not be determined. As such, it could not be confirmed as the cause of the reported event.

Event description:
It was reported the patient's blood glucose level rose to 538 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient did a correction with a pen.